Manufacturer narrative:
The complaint device was not returned to bsc therefore product analysis could not be performed. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this insertable cardiac monitor (icm) popped out of the skin through the incision. There were no signs of infection. The patient underwent a surgical intervention to implant a new icm. No adverse patient effects were reported.